Event description:
Revision surgery - pt had symptoms of a stiff knee and discomfort from tka performed in (B)(6) 2009. Synovectomy and manipulations were performed, along with a poly insert swap (same size was used to replace old poly).